Event description:
The MFR rec'd info alleging a ventilator would not deliver oxygen properly. There was no report of pt harm or injury. The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.